Event description:
It was reported that during a angioplasty and stent placement treatment procedure the markerband was loose. The moderately calcified lesion was located in the moderately tortuous common iliac artery. The lesion was pre-dilated with an unspecified balloon. The physician advanced and successfully implanted the epic biliary self-expanding nitinol biliary stent in the intended location with no issues. It was noted on x-ray that the distal markerband was loose, however, the epic stent delivery system was removed intact from the patient. The procedure was completed with this device. No patient complications were noted and the patient's status was reported as 'stable'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a angioplasty and stent placement treatment procedure the markerband was loose. The moderately calcified lesion was located in the moderately tortuous common iliac artery. The lesion was pre-dilated with an unspecified balloon. The physician advanced and successfully implanted the epic biliary self-expanding nitinol biliary stent in the intended location with no issues. It was noted on x-ray that the distal markerband was loose, however, the epic stent delivery system was removed intact from the patient. The procedure was completed with this device. No patient complications were noted and the patient's status was reported as 'stable'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the distal end of the outer shaft, including the distal markerband was detached/separated from the remainder of the device. The material on the distal end of the shaft was jagged and stretched. Several kinks along the inner shaft were noted. A microscopic examination revealed no evidence of material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).